Event description:
Upon insertion of an internal uterine pressure catheter (iupc), vaginal bleeding occurred, and subsequent emergent c-section required. It is suspected that the inserted device contributed to a placental separation.